Event description:
A customer observed non repeatable reactive results from two pt samples using vitros immunodiagnostics product ahbc reagent. This assay was run on a vitros eci immunodiagnostic system. The false reactive result was questioned by te laboratory. A repeat analysis of the samples with the vitros ahbc assay was negative. The false reactive result was not reported and there was no report of pt harm as a result of this event.

Manufacturer narrative:
The investigation into this event concludes that the root cause is most likely instrument related. Ocd field service verified the performance of the reagent and signal reagent metering systems. The device is now performing as expected.